Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that there was a rigid and inflexible epidural catheter with a sharp tip. Dura mater perforation has been reported during its use. The event occurred immediately on use at the hospital. There was a delay of few minutes in administering the epidural drugs. Dural puncture, post operative headaches was noted. There was no medical intervention required. There was a patient involvement and there was no patient harm.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.